Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to clinic after receiving inappropriate shocks. Upon review of stored electrogram, undersensing was observed on the device. Programming changes were recommended. No further information available.